Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with foreign matter. The foreign material was unable to be identified. There were no deformations or damage to the nozzle. The event can be detected/prevented by following the instructions for use which state the following: 1) "immediately after the patient procedure, with the endoscope still connected to the equipment used in the patient procedure (i.e., the light source, video system center, suction pump), perform the following precleaning steps at the patient bed side." 2) "to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." 3) "manually cleaning the endoscope and accessories, clean the external surface. Immerse the endoscope in the detergent solution. Thoroughly brush or wipe all external surfaces of the endoscope, using clean lint-free cloths, brushes, or sponges. Pay particular attention to the air/water nozzle opening and the objective lens on the distal end of the insertion section, and confirm that all debris is removed from all surfaces of the distal end. Flush the air/water channel with detergent solution. Remove detergent solution from all channels." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, grip shaved, air/water cylinder discolored, suction -cylinder discolored, switch box dented, scope connector case unit dented, due to ID data malfunction of scope ID, rfid data could not be read, due to damage on biopsy tube, water tightness lost, due to clogging of nozzle, air supply volume did not meet the standard value, due to wear of angle wire, the play of up/down knob out of the standard value, insertion guide protector damaged, light guide lens cracked, connecting tube dented, connecting tube scratched, and universal cord wrinkled. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis exera iii colonovideoscope had air/water suction function disturbed. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope air/water channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.